Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occluded and leaking PICC was inconclusive due to the sample condition. Radiographic images were provided for investigation. What appeared to be and what was consistent with a PICC line was observed in the thoracic area. The dark region that could have been the PICC line appeared to be larger near the distal end in some of the images. Whether the observed thickening at the distal end of the PICC line was the result of a leak, effects of a fibrin sheath, or other, could not be discerned. The reported leak, occlusion, and any product damage could not be verified with the images provided for investigation. The complaint is therefore inconclusive. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occluded and leaking PICC was inconclusive due to the sample condition. Radiographic images were provided for investigation. What appeared to be and what was consistent with a PICC line was observed in the thoracic area. The dark region that could have been the PICC line appeared to be larger near the distal end in some of the images. Whether the observed thickening at the distal end of the PICC line was the result of a leak, effects of a fibrin sheath, or other, could not be discerned. The reported leak, occlusion, and any product damage could not be verified with the images provided for investigation. The complaint is therefore inconclusive.

Event description:
It was reported that the PICC was occluded. When giving contrast it showed that contrast was leaking from the side of the PICC as if there was a rupture. Intervention was required to remove PICC catheter. Unknown if new catheter was placed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reau2109 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the PICC was occluded. When giving contrast it showed that contrast was leaking from the side of the PICC as if there was a rupture. Intervention was required to remove PICC catheter. Unknown if new catheter was placed